Event description:
It was reported the patient experienced a break in aseptic technique further described as the patient disconnected from the homechoice device during peritoneal dialysis (pd) therapy and did not properly cap off the patient line of a baxter cassette, which caused peritonitis. The patient was not hospitalized for the event. The patient was treated with vancomycin intraperitoneally (ip) (dosage and frequency were not reported). Retraining on proper aseptic technique was performed with the patient. At the time of this report, peritonitis was resolving and peritoneal effluent samples were clear. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The reported issue was confirmed to be caused by use error as there was a break in aseptic technique by the user, described as did not properly cap off the patient line of the cassette while disconnecting from the homechoice machine during peritoneal dialysis therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.